Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 at 6:30 am after receiving a blood glucose reading of 47mg/dl. The end user was unresponsive and sweating and the paramedics were called. The paramedics tested his blood glucose with their meter and the results were 35mg/dl and 175 mg/dl. Glucose along with an IV of fluid was administered to aid in increasing his blood levels. No further information was provided.